Event description:
It was reported that after turning the programmer on it generated a "serious programmer error." It was further reported that the programmer was unable to be started, that it only had a black screen. It was further noted that the rear cord compartment door clips were broken and that the electrocardiogram cable port was not working. It was tested with several different cables. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that a serious programmer error was generated, because the programmer's screen remained black, with only the power supply fan and the system fan running. The media processing unit board was replaced. Analysis did find that the programmer had a loose electrocardiogram (ECG) connector which rendered the ECG port inoperative and therefore the link electronic module board was replaced and calibrated. Both the tabs on the power cord bay door were broken off and therefore the power cord bay was replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).